Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician was intending to treat the sfa by pta and atherectomy. The balloon was used to post dilate a stented segment. The stent appeared fractured. It is reported that when the balloon was inflated within the stent, it burst. The balloon was removed as a whole unit. It is reported that the balloon exhibited a small hole. The doctor used another balloon and finished the case. Evaluation summary: the evercross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The balloon chamber contained significant blood residue. The blood residue was flushed out and a pinhole leak was detected 21 mm from the distal marker band.